Event description:
Product used: therasphere y-90 glass microspheres. A 73-year-old male underwent left hepatic lobe (segments 2/3) radioembolization with therasphere y-90 glass microspheres. The procedure was uncomplicated. Approximately 50 minutes post-procedure, the patient developed symptoms including severe shaking, chills (afebrile), respiratory distress, peripheral vasoconstriction, hypertension, and tachycardia. He was treated with supportive care (oxygen, bronchodilators, steroids) and improved over several hours. Important shared features to the second report we will be submitting. Nearly identical symptom complex and timing (45-50 minutes post-procedure). Severe hypertension, rigors, hypoxemia with co. Retention, and digital vasospasm. Rapid improvement with steroids, bronchodilators, and diuretics.